Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the communication between the scs ipg and the charger was intermittent. Adding and decreasing spaces between the devices were unable to resolve the issue. A new charging system was sent to the pt. The device is still in use. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.